Event description:
Patient states the counter of the pump was not working. She said the pump registered 223 units of insulin remaining yet the cartridge was empty. This required no physician or hospital intervention. Insulin injections were administered at home.